Manufacturer narrative:
Follow-up #1: date of submission 16-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The pump was unable to power up and was completely unresponsive. The call service alarm was unable to be adequately investigated due to moisture corrosion. The pump cover was removed to find further moisture corrosion to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; the reporter did not know the details of the alleged call service alarm. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.